Event description:
A patient reported experiencing inaccurate high results with a ot profile meter. The patient's blood glucose results were 404mg/dl, 219mg/dl, 270mg/dl. Tests were done less than 10 minutes apart with a difference of 37%. Patient did not experience any adverse event. No further information has been reported.